Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 8mm prograsp forceps instrument's clamp did not open. The procedure was completed with no reported injury. On december 16, 2024, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was in the patient but outside the tissues. The problem occurred without any failure. The targeted tissue was the lung parenchyma. The jaws of the instrument were not blocked and there was no unexpected withdrawal and no negative effect on the tissue. There was no bleeding and no injury to the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.